Manufacturer narrative:
The complaint samples received (B)(6) 2020 were reviewed and the evidence of burning on each of the returned four (4) units was confirmed. The state of the laser last used with this holmium fiber is not confirmed and the cause of the apparent burns could not be confirmed from the sample review. The sterilization method used by the complaint facility is also unconfirmed. Each of the returned units was confirmed to have multiple case usage recorded. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution and the rfid scan verifications on the return units confirmed each unit was performing to specification prior to release for distribution.

Event description:
The complainant reported 4 units of 270 micron fibers which were observed to burn during use.

Manufacturer narrative:
This initial report is being filed to remain compliant to regulatory submission requirements. Suspect device expected to be returned by the complainant for evaluation but has not yet been received by (B)(4). A follow-up report will be filed once additional information is obtained.

Event description:
The complainant reported 4 units of 270 micron fibers which were observed to burn during use.